Event description:
It was reported to medtronic minimed that the customer reported insulin flow block alarm and stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1715k. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1715k.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with an intermittently responsive keypad at the down, ok buttons. However, pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-tests. Thus and software was utilized and downloaded trace/history files properly. No unexpected stuck button error, no delivery alarms anomalies were noted during testing. However, stuck button alarm was found in the download on close to event date 06/09/2024 16:59:15, 07/14/2024 08:10:05. Pump was cut open to perform visual inspection no moisture damage on the electronics, battery connector, keypad assembly, motor, vibrator during visual inspection. The j1 connector on pcba 1 was locked properly during visual inspection. However, peeled keypad overlay found flattened dome (creased) at down, ok keypad buttons. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay. No delivery alarm not confirmed. Stuck button alarm was found in the download history due to down, ok buttons intermittent respond to keypad presses due to flattened dome (creased). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.